Manufacturer narrative:
Investigation: per the customer, after the operator received the alarm that there were red blood cells (rbcs) detected in the plasma line, he increased the hematocrit from 27% to 30%,and then 33%, and decreased the inlet flow rate. Finally he disabled the rbc detector after not being able to clear the alarm. The albumin replacement fluid that the customer used was premixed. The terumo bct support specialist told the customer to find out what it was mixed with by looking on the bag. The support specialist then told him to contact the pharmacy, as they should have to scan all the drugs used to premix the albumin. It was a possibility that it was premixed with sterile water instead of normal saline. The physician confirmed that the diagnosis did not indicate a hemolysis. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that he was performing a therapeutic plasma exchange (tpe)procedure on a pediatric patient with antibody rejection for kidney transplant. After processing approximately 50-70 mls he received a message that there were red cells detected in the plasma line. He was unable to clear the alarm after adjusting the hematocrit (hct) and the inlet flow rate. He noticed the fluid in the waste bag was clear but red in color. He called the nephrologist to find out if the patient's diagnosis indicated hemolysis and the physician said"no." After processing 0.4 plasma volumes he notified the nephrologist again that the treatment should be stopped because there was true hemolysis seen in the waste bag. The treatment was stopped and the physician gave orders for a post cbc and transfusion if the hct was less than 20%. The patient's post hct was 21.7% and no transfusion was given. When the customer called to troubleshoot what happened during the procedure the previous night, he noticed that the patient's hct was 18%. They decided not to administer blood unless her hematocrit dropped below 18%.the customer declined to provide the patient identifier. This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A follow up discussion with the customer confirmed that the pharmacy did mix the album in with sterile water instead of saline. The set was returned for analysis but the waste bag was removed and the line was sealed. It was noted that the waste bag line visibly had red tinged plasma. The set was inspected and no mis-assemblies or manufacturing abnormalities were observed. The tubing line between the cassette and waste bag line were tested for hemolysis. The tubing line was confirmed to have a measurable level of plasma hemoglobin which is indicative of hemolysis having occurred. Root cause: root cause for the hemolysis during the procedure was related to the pharmacy using sterile water instead of saline to pre-mix the albumin.